Event description:
It was reported that the patient had been hospitalized with hyperglycemia while wearing the pod. As an attempt to treat the hyperglycemia, the patient delivered multiple boluses and changed the pod 3 times (same lot number pd1k08122121). The patient was treated with manual insulin injections at the hospital and was given a new personal diabetes manager (pdm).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.